Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart. A cold reset was performed error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify no communication anomaly due to buttons not responding.

Event description:
It was reported that the insulin pump was replaced for proper model. Customer's blood glucose value was unknown at the time of the incident. The device will be returned for analysis.